Manufacturer narrative:
Evaluation of the explanted device found the components returned indicate that a standard size tray was implanted. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00044-1 & 00662).

Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a fractured humeral tray. The stem, bearing and tray were removed and replaced.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6) 2013 due to a fractured humeral tray. The stem, bearing and tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."